Event description:
Customer reported that the css console exhibited a "leaky pilot valve" alarm while supporting a pt. The pt was switched to a backup css console. There was no pt impact. This alleged failure mode had no impact on the pt, because it did not prevent the css console from performing its life-sustaining functions. The functionality of the css console was not affected. Syncardia has requested that the css console be returned for evaluation.